Manufacturer narrative:
Additional information:

Event description:
Healthcare professional (hcp) additionally reported patient was on "long haul flight" when "[they reported symptoms]". Patient "was on sunbathing holiday". Patient's mother was dying during symptom onset. Hcp speculated "eye symptoms were linked to [patient's] crying". Symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling", "lump", "tender", "hard", "puffy", "concerns on skin quality", ¿lines exacerbated¿, and ¿natural ha diminished¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 1ml juvéderm® voluma¿ with lidocaine cheek bone at points ck 1,2,3 using a needle, then a sweep up into top model cheek area using cannula bilaterally. Approximately 1 year later, patient presented with swelling in both eyes, which were "tender to touch", and "hard lumps on orbital bone". "Two crescent shaped lumps visible. Hard on palpating. Tenderness gone in presentation." Patient was treated with "hyalase using 3ml dilution". Symptoms improved. Hcp also prescribed doxycycline. 6 days later, "both eyes were puffy, left eye fleshy right eye firm raised lump". Hcp administered hylase again. Patient was reviewed again after 12 days, bilateral eye swelling, and additional hylase was administered. 1 week later, patient was reviewed, symptoms "looked better". Approximately 5 ½ weeks later the patient presented ¿crescent lumps bilaterally hard on palpating. At ck 3 area. Fleshy swellings near lash line¿ and was treated with hyalse. 3 days later the patient reported that their eyes looked ¿extremely swollen¿. Patient expressed concerns on ¿skin quality¿ ¿lines exacerbated¿ as ¿natural ha diminished¿. Symptoms are ongoing.